Manufacturer narrative:
Pr: # (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that "the machine is not switching on due to a faulty power board." There was no report of patient involvement.